Event description:
Boston scientific received information that during a normal follow up one day after this cardiac resynchronization therapy defibrillator (crt-d) was implanted, a shock impedance measurement above 200 ohms was noted on the right ventricular (rv) lead. A revision was performed the next day and the distal coil terminal pin of the rv lead was disconnected and then re-connected to the device's header. After this was performed, the shock impedance measurements were 47 ohms. No additional adverse patient effects were reported. The crt-d and rv lead remain implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.